Event description:
It was reported that the atrial lead exhibited inappropriate automatic mode switch episodes and noise. The noise and mode switching could be reproduced with arm movements. The lead was extracted and discarded.

Manufacturer narrative:
Na